Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported the patient was discharged from the hospital (fifty-nine days after admission). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. Retraining on the proper aseptic technique was scheduled to be performed. No additional information is available.